Event description:
The physician reported that during device follow-up on (B)(6) 2010, a warning message was displayed, stating there was a device problem and advising to contact sorin. No additional details were available about that warning. Reportedly, the device was programmed to nominal values and no episodes were available. Because of the warning message, the device was replaced and was disposed. Preliminary analysis indicates the programmer detected an inconsistency in device data, and restored normal behavior with a nominal programming.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.